Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data, other relevant history, concomitant medical products, and date received by MFR. Corrected information: event problem codes and evaluation codes. Upon follow up, the peritonitis event was medically confirmed by the physician. The cause of the event was clarified as a break in aseptic technique. The breach in aseptic technique was not further specified. The patient¿s recovery status and outcome of the event were not reported. It was not reported if the patient was retrained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.